Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported the procedure was to treat a de novo, concentric lesion with moderate tortuosity and moderate calcification with 90% stenosis in the left anterior descending (lad) coronary artery. The 3.5 x 15 mm nc tenku balloon catheter had no resistance during removal of the protective sheath. The nc tenku balloon catheter met resistance with the anatomy during advancement and the balloon ruptured at 10 atmospheres at the first inflation. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.